Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: stockert 70 system (model# m-5463-01 serial# (B)(4)). Carto 3 system (model# m-4800-01 serial# (B)(4)). (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for idiopathic ventricular tachycardia with three thermocool smarttouch bi-directional navigation catheters and suffered a cardiac tamponade requiring pericardiocentesis. After the first catheter was inserted into the patient and connected, a magnetic sensor error displayed on the carto 3 system. The cable was replaced without resolution. The catheter was replaced and error cleared. The procedure then continued. During ablation, a tamponade was noticed while using fluoroscopy. The physician observed hypokinetic wall motion. Tamponade was confirmed via esophageal and intracardiac echocardiogram. There were two catheters in use when the tamponade was noticed. Pericardiocentesis was performed and yielded 220cc of fluid. The patient was reported to be in stable condition at the time this event was reported and has since improved. There is no information regarding hospitalization. There were no factors cited that may have contributed to the adverse event. The physician did not provide a causality opinion. A transseptal puncture was performed with a st. Jude medical brk-1 needle. There is no information regarding sheath brand or size used. Generator settings included: power 30 watts (not titrated), temperature 40-60ì and impedance 150-200 ohms. There is no information regarding overall ablation time and last ablation cycle time as site of injury is unknown. Irrigated catheter flow set at 30 ml/min. Force readings were 0-40 grams during the procedure. No error messages were observed on biosense webster equipment during the procedure. Patient received anticoagulation during the procedure with activated clotting times maintained at 250-300 seconds. This event will be reported under all three ablation catheters used during the procedure since the site of injury is unknown. This complaint is for the first catheter used with the magnetic sensor error.

Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an ablation procedure for idiopathic ventricular tachycardia with three thermocool® smarttouch® bi-directional navigation catheters and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.